Manufacturer narrative:
No product non-conformance was identified through the course of the investigation. Based on the CT values generated, the samples in question are at or near the limit of detection (lod) of the test. Additionally, the complaint kit lot was tested and results met specifications. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6), observed an increase of positive results particularly for target 2 when testing with the cobas® sars-cov-2 for use on the 6800/8800 systems. The customer alleged unexpected positive results for 31 patient samples when tested with batch g11392. All 31 samples were repeated with cobas® sars-cov-2 test. The repeated samples generated negative results, and these negative results were reported out. No harm or injury was indicated. Samples were collected in 1 of 2 methods either a pcr media collection kit or an eswab collection kit from copan. The samples are mostly nasopharyngeal, but it cannot be confirmed what the sample type or collection media used is for the samples in question. The patients being tested may or may not be asymptomatic. The cobas sars-cov-2 for use on the cobas 6800/8800 systems is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in clinician-instructed self-collected nasal swab specimens (collected on site), and clinician-collected nasal, nasopharyngeal, and oropharyngeal swab specimens from individuals who meet covid-19 clinical and/or epidemiological criteria. The cobas sars-cov-2 is a qualitative test for use on the cobas 6800/8800 system for the detection of the 2019 novel coronavirus(sars-cov-2) rna in nasal, nasopharyngeal, and oropharyngeal swab samples collected in copan universal transport medium system (utm-rt),bd universal viral transport system (uvt), cobas pcr media, or 0.9% physiological saline. No product non-conformance was identified through the course of the investigation. Based on the CT values generated, the samples in question are at or near the limit of detection (lod) of the test. Additionally, the complaint kit lot was tested, and results met specifications.